Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock due to oversensing. Upon review it was noted low amplitude and oversensing leading to inappropriate electric shock. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.